Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed functional tests including displacement and self tests. No unexpected missing segments or partial displays were noted. Also the thin plastic strip located above the lcd screen is missing. (B)(4).